Event description:
It was reported that the patient came to the hospital for a follow-up due to multiple device defibrillation treatments. It was found that the device was in backup vvi mode. A device restoration was performed successfully and reprogrammed. There were no adverse health consequences, the patient was stable. On (B)(6) 2023, the device was explanted and replaced. The patient was in good condition prior to, during, and post-procedure.